Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow, lasik procedure was completed.

Manufacturer narrative:
Logfile review showed no abnormalities that could have contributed to reported event. All energy settings were within range and specifications at this day. No abnormality regarding z-offset setting could be identified. No technical root cause could be identified. According to the treatment reports, the used flap parameter showed a thin intended flap. There was too much fluid and poor centration of docking and opaque bubble layer occurred. The combination of thin flap and water/ lacrimation might have caused the flap to become thinner than intended. Gas that has been created during the flap cut procedure did not find the way through the canal but vertically between bowman's membrane and cone and remained as an visible bubble. This area left non liftable tissue bridges. Clinical review confirmed this occurrence. The root cause is a thin flap that set by the user and too much fluid reduced the flap thickness additionally. A contributing factor is a decentered docking. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a vertical gas breakthrough island was created during a refractive procedure. The flap was completed. There are multi related reports for this facility. This report addresses patient an's left eye and other manufacturer reports will be filed.